Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched due to a the customer having a seizure. The customer stated that the insulin pump delivered incorrect insulin which resulted in the seizure. The customer stated that the sensor did not detect the incorrect insulin dose, blood glucose reading was unknown. It is unknown if auto mode was active at the time of the event. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will be returned for analysis.